Manufacturer narrative:
(B)(4). Date sent: 2/2/2026. D4 batch #: a93g72. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested and the following was obtained: it was mentioned that "the jaws did not open." But please tell us how the device was removed from the tissue? The device came off when the tissue was cut. (It was assumed this is a case where tension was applied to the outside of the knife and caused the device came off the tissue even without opening.) Was any tissue damage observed? No tissue damage was observed. Are there any issues with the patient's condition after surgery? The patient had no issues during or after surgery, and is progressing well. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a total open hysterectomy, the device did not open and close properly. This occurred about 10 minutes after the procedure started. The surgeon said that he intended to cut normal tissue but cut a fibroid, which was thicker and harder than normal tissue. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 2/26/2026. D4 batch #: a98g72. Corrected data: d4 UDI #. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. No issues were noted with the opening and closing of the jaws. There were no anomalies noted with the functionality of the device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch a93g72, and no non-conformances were identified.